Manufacturer narrative:
The field service engineer replaced the lamp, cuvettes, and heat cut filter. He adjusted the cuvette washing. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer. The customer noticed abnormal behavior in the quality control and technical intervention was carried out. The samples were then repeated. Patient ID: (B)(6) initial result was 7.1% and the repeat result was 6.3%. Patient ID: (B)(6) initial result was 6.2% and the repeat result was 5.7%. Patient ID: (B)(6) initial result was 5.8% and the repeat result was 5.3%. Patient ID: (B)(6) initial result was 5.9% and the repeat result was 5.3%. Patient ID: (B)(6) initial result was 7.1% and the repeat result was 6.3%. Patient ID: (B)(6) initial result was 5.7% and the repeat result was 5.2%. Patient ID: (B)(6) initial result was 5.7% and the repeat result was 5.2%. Patient ID: (B)(6) initial result was 5.6% and the repeat result was 5.1%. Patient ID: (B)(6) initial result was 6.1% and the repeat result was 5.3%. Patient ID:(B)(6) initial result was 6.3% and the repeat result was 5.6%. Patient ID: (B)(6) initial result was 5.8% and the repeat result was 5.3%. The questionable results were not reported outside of the laboratory and the repeat results were believed correct. The reagent lot number and expiration date were requested but were not provided.